Event description:
It was reported that the patient experienced alternating low and high blood glucose following an earlier hyperglycemic event, with the ilet reportedly overcorrecting, leading to a low of 54 mg/dl and a high of 182 mg/dl; lows lasted about one hour and highs about ten minutes, with glucose tablets taken for the low and no intervention for the high. Symptoms included transient hypoglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis, and the patient reported trace ketones. Outcomes included temporary impact on blood glucose control without medical intervention or hospitalization, and the patient¿s values stabilized. Investigation included review of patient-reported logs and troubleshooting with education, followed by assignment for additional training. Investigation of this case revealed a pattern consistent with overtreatment of hypoglycemia followed by rebound hyperglycemia and subsequent system correction, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related overtreatment of hypoglycemia requiring further training.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.